Manufacturer narrative:
Findings: button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 11.6 mmol/l at the time of the incident. The customer sent the product back for analysis.